Event description:
The company was informed that the pt was seen for the reported case of meningitis. Upon examination, the doctor noted that the pt's device is in good position. The doctor does not plan on explanting the device at this time. Advanced bionics is in the process of gathering additional info. Upon receiving new info, a follow up report will be sent.